Event description:
On (B)(6) 2015, a medicated stent was inserted in my left leg. I had many side effects from the antiplatelet meds required with this stent. Eventually the stent failed causing 90% blockage left leg. Difficult ambulation, wound in left foot required continuing treatment and pain. I have since learned that this product was not approved by the FDA for use in legs, only acute card, as synd. I am not able to perform my adl's without pain and it has limited my r. O. M., and independence. Side effects associated with the meds required for use this stent.